Event description:
The user received an erroneous calcium result for one pt sample while experiencing an issue with no probes. The initial result was 5.9 mg per dl which was questioned and immediately repeated at 5.9 mg per dl. The result was reported to the physician who was advised the analyzer was having issues. After the service visit on (B) (6) 2009, the same sample was repeated with a result of 7.7 mg per dl. The new result was provided to the physician and corrected on the pt's chart. The pt was not treated based on the initial result and had no adverse effects.

Manufacturer narrative:
The field service rep determined there was a worn x motor belt and replaced it. He performed controls to verify the analyzer performance.